Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump beeping and no longer turning on and also stated that keypad was unresponsive. The customer¿s blood glucose was 12 mmol/l at the time of incident. The customer also reported that crack at the back of insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm with constant tone during testing due to moisture damage on electronic assembly. No blank display noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.